Event description:
Plaintiff alleges development of an allergy to latex and became seriously and permanently injured and caused to suffer and continue to suffer great physical and mental anguish. In addition, will be caused to seek further aid and med attention, incurring great expense therefor, and was prevented from attending to her usual business, and was otherwise seriously and permanently damaged. Spouse, alleges the deprivation of her svcs and consortium.